Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim and discolored display issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 01/06/2016-product analysis:the device was returned and evaluated by product analysis on 12/28/2015 with the following findings:investigation revealed the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.